Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. The pcu event log shows that at 8:57 am on (B)(6) 2017 the pump module was programmed to infuse a basic infusion at a rate of 100ml/hr with a vtbi of 1000ml. At 9:56 am, the device alarmed for air in line and the user restarted the infusion. Within a few seconds the device alarmed for air in line again, and it was then channeled off. The volume recorded as being infused during this period was 98.151ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and the disposable set were not returned for investigation. The root cause of the reported event was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported at 0855 a primary infusion normal saline was initiated at 100 ml/hr.(1l to infuse over 10hrs). At 10 am the nurse noted the entire bag containing 1l was emptied. The settings on the device read "100ml/hr with 901.7 ml left to infuse." The physician was notified. There was no patient harm reported.

Manufacturer narrative:
1000ml hospira bag, ndc 0409-7983-09, lot number 70-028-jt, exp 1 oct 2018, 0.9% sodium chloride injection. The event pump module and the disposable set were returned for investigation. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the primary set. The root cause of the reported event was not identified.